Event description:
"Device profile too big and the patient's access vessels were too small. Unable to pass the device." Patient outcome: "no negative events to report for the patient. Updated information provided on (B)(6) 2019: no pre-case plan performed due to patient's renal insufficiency. MRI was performed to determine sizing; access vessels were not included. The doctor was only about 3-4 cm into the access vessel before meeting resistance. Please note, the CT study did not include the access vessels for evaluations beforehand. An intraop evaluation was done along with the use of dilators and propranolol to help dilate the vessel, all of which failed. The other device, which should be a 34 diameter was successfully implanted in the patient. The patient recovered fine with no iatrogenic injuries during or after the case. We just simply couldn't pass the second, larger device and didn't want to risk causing injury so the decision was made to stop."